Event description:
It was reported that the right ventricular lead had ongoing low impedance and the unipolar measurement was higher than the bipolar measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.